Event description:
The patient stated that he noticed that his mouth was dry and he had a swollen feeling. He stated that his blood glucose was elevated to 500 mg/dl and he found an air bubble in his infusion tubing. He stated that he was not able to remove the air bubble from the infusion tubing. The patient stated that he changed the infusion tubing and bolused 9 units of insulin to lower his blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.